Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm while troubleshooting for a motor error alarm. The customer stated they were delivering a bolus when the no delivery alarm occurred. Customer's blood glucose was unknown. Customer did not have their infusion set or reservoir for analysis. No additional information provided.